Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reported through company representative "snowstorms that may correspond with silicon migration and benign calcifications". This record is for the left side. Device remains implanted and it is unknown if the device will be returned.